Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a false negative result for 1 patient sample tested for elecsys probnp ii immunoassay on a modular analytics e-module. The erroneous result was not reported outside of the laboratory. The initial probnp ii result was 3000 pg/ml. The sample was repeated twice with results of < 5 pg/ml and 3000 pg/ml. The customer wiped the sample probe and performed an air purge on the pipettor but the issue was not solved. There was no allegation that an adverse event occurred. The probnp ii reagent lot number and expiration date were not provided. The customer also complained of "sample shortage" error messages occurring on (B)(6) 2017. The field service engineer (fse) visited the customer site and checked the instrument. The fse replaced sample probes and adjusted the sampling position, height and liquid level detection voltage value. The blood collection tube holder was caught and the fse cleared the holder and the rack line. The fse ran additional tests and confirmed that there was no problem in the measurement operation. The customer has not complained of any additional issues.